Manufacturer narrative:
The system logs are not available for review. A review of the event information provided was conducted by an intuitive surgical, inc. (Isi) medical safety officer (mso) and the following additional information was provided: a 64-year-old patient underwent an ion bronchoscopy. During the procedure, the patient was diagnosed with an st elevation. Myocardial infarction and the procedure was aborted. Left heart catheterization confirmed, significant obstructive, coronary disease and percutaneous. Coronary intervention was performed with stent placement in the right coronary artery. The patient was hospitalized for two days, then discharged home. There was no reported malfunction of the ion system, instruments, nor accessories. Based on the available data, the events were procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion lung biopsy procedure, the patient became unstable and was diagnosed with a st elevation myocardial infarction (stemi), necessitating hospitalization. The target nodule, measuring 1.5 centimeters, was located in the left lower lobe, leading to the procedure being aborted. The patient was referred to a cardiologist and taken to the cardiac catheter lab, where it was discovered that the right coronary artery (rca) had 80-90% blockage and the left anterior descending artery (lad) had 60-70% lesions. A drug-eluting stent was placed in the rca. The patient was admitted for two days and subsequently discharged home. The physician believed the stemi was not related to the ion procedure and attributed it to the patient's preexisting risk factors, such as an extensive smoking history and hypertension. It was considered likely that the stemi could have occurred through another modality. There was no device malfunction associated with the event.